Event description:
It was reported that the system 2800 uroview would not turn on and initialize. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the surge suppressor circuit board was defective and was replaced. The system was tested and found to be working as intended and placed back into service.